Event description:
A cartridge change error was reported with the pump. There was no adverse impact to the customer's blood glucose level. The customer was instructed by technical support to inspect and clean the cartridge area, ensuring the o-ring was undamaged, and to follow on-screen instructions to successfully reload and resume insulin use.